Manufacturer narrative:
(B)(4). The reported capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that during device change out, loss of capture was observed when connecting the lead back to the lv port. The physician then connected the lv lead to the ra port, and loss of capture was still observed. The device and lead were explanted. The patient is fine and will continue to be monitored.